Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via log file analysis. The heartmate ii system controller was not retuned for analysis; however, a log file was submitted for review. The submitted log file spanned approximately 16 days (05mar2020 ¿ 21mar2020 per timestamp). On (B)(6) 2020 at 21:21:58 there was a dual disconnection of the power cables triggering a no external power alarm. This event resolved when the controller was reconnected to a power source. There were no other notable alarms in the log file related to the controller good faith efforts were sent asking for the serial number of the heartmate ii system controller; however, to date no response was received. The root cause of the reported no external power alarm was determined to be from a dual disconnection of the power cables. Heartmate ii lvas instructions for use and heartmate ii lvas patient handbook addresses how to properly use the mpu as a power source and how to properly switch between power sources. Heartmate ii lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii lvas patient handbook (doc. #10006962, rev. B) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all mpu alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4; h4: additional information updated manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via log file analysis. The heartmate ii system controller(serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review. The submitted log file spanned approximately 16 days ((B)(6) 2020 ¿ (B)(6) 2020 per timestamp). On (B)(6) 2020 at 21:21:58 there was a dual disconnection of the power cables triggering a no external power alarm. This event resolved when the controller was reconnected to a power source. There were no other notable alarms in the log file related to the controller. The root cause of the reported no external power alarm was determined to be from a dual disconnection of the power cables. Heartmate ii lvas instructions for use section 3 entitled ¿powering the system¿ and heartmate ii lvas patient handbook section 3 entitled ¿powering the system¿ addresses how to properly use the mpu as a power source and how to properly switch between power sources. Heartmate ii lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii lvas patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all mpu alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced tear in the driveline was reported in MFR. Report # 2916596-2020-02043. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-01818. It was reported that the patient had low voltage advisories and pump stop alarms and there was concern for short-to-shield. During log file analysis, speed drops and pump stops were confirmed. These issues only appear to be occurring while the device was connected to the mobile power unit. This type of behavior has been linked to potential issues with the percutaneous lead. The patient was asymptomatic during these episodes and was not aware of the alarms. There was a previous driveline tear that was repaired with rescue tape. The patient underwent a driveline repair on (B)(6) 2020. The splice was started 2 inches from the exit site and there were no immediate alarms after the repair.